Event description:
It was reported that an infiltration occurred during an infusion containing potassium and the pump did not alarm for a downstream occlusion.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. The available info does not reasonably suggest that a device malfunction occurred and this event is being submitted due to the patient injury resulting from the reported infiltration. An infiltration of potassium can cause serious medical problems, that would require medical and possibly surgical intervention to prevent permanent damage. If not treated in a timely manner, it can lead to extravasation, and surgical intervention due to the fact that this is considered a vesicant solution. We are not aware whether or not this required surgical intervention. With the info provided, this incident would be considered a serious injury.